Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding an 18 cm (7") pur smallbore ext set w/6-port nanoclave manifold, check valve, nanoclave, rotating luer where they reported the discovery of a wet spot on the incubator sheets under the 7-site central catheter extension as a result of a small leak between the valves. There was smoflipid parenteral solution administrated at the time. The extension was changed. There was patient involvement but no harm and no delay in therapy.

Manufacturer narrative:
D9 - date returned to mfg: 30 sep 2025. Investigation summary: received one (1) used 011-am6111 pur smallbore ext set for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was leakage from the connection of the nanoclave. Examination of the nanoclave seal showed slit propagation to the edge of the seal. Internal leakage was observed in the housing of the nanoclave. The reported complaint of leakage can be confirmed due to the damaged seal. The probable cause is due to access with an incompatible mating device. The dfu states: "needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm)." A device history review could not be conducted because no lot number(s) was/were identified.